Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.   The device was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The error in the event log was not a ventilator inoperative condition but a ventilator service required and this the error code would not affect the device to operate as designed or to deliver therapy as designed.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.